Event description:
In 2009, the patient reported that he has been experiencing low blood glucose for the past year during the night and early morning hours. He feels the infusion device may not be delivering insulin accurately because he can hear a rough grinding noise coming from the motor. He stated that approximately 3 months ago, his wife noticed he was acting strange and violent, and he was beating himself on the head. The wife called paramedics and it was determined that his blood glucose was low (value not provided) and he drank juice. Within a half an hour, his blood glucose measures 30 mg/dl and he drank more juice, and his blood glucose elevated to 60 mg/dl. He was transported to the hospital where he later experienced elevated blood glucose of 500 mg/dl. He was treated with an insulin IV and an insulin injection. His normal blood glucose range is 60-120 mg/dl. He stated that he uses lithium batteries and he was advised to use alkaline batteries. Product was replaced and requested to be returned for evaluation.